Manufacturer narrative:
Concomitant medical products: patient discharge medications include but are not limited to: amlodipine, atorvastatin, clonidine, coloxyl with senna,pantoprazole,prazosin,frusemide, hydralazine,potassium chloride correction: rlt261214/13739113 and plc181000/13953790 not associated with event. The gore® excluder® aaa endoprosthesis instructions for use (IFU) states, potential adverse events that may occur and / or require intervention include, but are not limited to: endoleak additionally, the IFU states under patient selection and treatment: gore recommends that the gore® excluder® endoprosthesis diameter be at least 2 mm larger than the aortic inner diameter (10 ¿ 21% oversizing) and 1 mm larger than the iliac inner diameter (7 ¿ 25% oversizing). The IFU specifies, the intended iliac artery inner diameter treatment range for the contralateral leg component implanted in the lcia is 18.5 mm to 21.5 mm.

Event description:
On (B)(6) 2015, this patient underwent endovascular treatment for a left common iliac artery (lcia) aneurysm with gore® excluder® aaa endoprostheses featuring c3® delivery system. The procedure included embolization and intentional coverage of the left internal iliac artery. The landing zone diameter of the patient¿s lcia was reported to range 12.2 mm ¿ 12.3 mm. On (B)(6) 2015, follow up ultrasound and computed tomography determined a distal type I endoleak associated with the gore® contralateral leg component (plc231000/13803320) implanted in the lcia. On (B)(6) 2015, the patient underwent re-intervention and two additional gore® excluder® aaa endoprostheses were implanted in the lcia, overlapping coverage within the previously implanted endoprosthesis; and extending coverage distally to the external iliac artery. The patient tolerated the procedure and the endoleak was reported to have resolved.

Manufacturer narrative:
(B)(4).

Event description:
On (B)(6), 2015, this patient underwent endovascular treatment for a left common iliac artery (lcia) aneurysm with gore excluder aaa endoprostheses featuring c3 delivery system. On (B)(6), 2015, the patient underwent re-intervention and two additional gore excluder aaa endoprostheses were implanted to extend coverage of the previously implanted endoprosthesis on the left side, down to the distal external iliac artery.